Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No sample was returned for analysis. Visual analysis of the customer provided photograph confirmed the reported failure mode (broken). The catheter was ¿broken¿ proximal to the cuff ring on the catheter. An evaluation of the provided photograph was not able to determine the cause of the observed defect. A device history record review could not be completed as no batch number was provided. Since no complaint sample was provided for evaluation and a device history record review was unable to be performed, the investigation was not able to identify a probable root cause to the reported failure mode. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
It was reported that the polyester cuff was outside. During the training it is noticed that the catheter is damaged. The patient was taken to the clinic and the catheter was removed. It is unknown how the error occurred. Self-inflicted cause can neither be confirmed nor excluded.